Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the reported issue (no image) was caused by a failure of the printed circuit board. The root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The aware date on the initial medwatch report is being corrected to november 4, 2021.

Event description:
The customer reported that their evis exera iii video system center was not producing an image when utilized with 180 endoscope devices. Per the initial reporter, this issue was noted prior to the procedure. Additional details relating to the patient and the event have been requested, but were not provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A failing printed circuit board was discovered, causing the unit to not produce images. Additionally, the scope socket was worn out, and no longer holding the camera head, causing further image issues. The front panel and power switch were both discolored. The usb socket was heavily soiled. The bottom plate was corroded, and the software on the unit needs updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.